Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implantation the surgeons had difficulty engaging the pump with the apical sewing cuff for an extended period of time. The pump remained not fixed and was rotating unnecessarily despite many attempts being made. The decision was made to exchange the pump for a new one that had been taken from a new implant kit for the safety of this patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump, (B)(6), confirmed damage to the latch arm of the cuff lock. Although a specific cause for the initial difficulty engaging the pump to the apical cuff could not be conclusively determined, the damage to the latch arm would have contributed to the reported engagement issue during later attempts. The reported bleeding between the pump and the apical cuff could not be confirmed through this evaluation and a direct cause for the reported event could not be conclusively determined. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The outflow graft and outflow graft bend relief were not returned. The apical cuff was returned, and the cuff lock was fully engaged. Visual inspection of the cuff lock in the returned condition found that the latch arm was bent upward. In this position, the latch arm would have collided with the cover plate while attempting to slide the lock closed, however, the latch arm was angled so that the arm was able to slide under the cover plate. The cuff lock was able to be fully engaged with moderate force. The body of the pump, adjacent to the cuff lock, showed impressions and scraping that appeared to be due to the use of a tool while disengaging the lock. The successful first connection of the pump, marks on the pump body, and deformation of the latch arm are consistent with the latch arm being pried up and deformed during the time the pump was detached from the apical cuff. The cuff lock locking arms appeared free of damage. Laying the cuff lock over a 1:1 scale drawing confirmed that only the latch arm was deformed. Following re-assembly of the pump, the apical cuff was properly engaged with no issues. Visual inspection of the seal between the o-ring on the motor housing and the inner circumference of the test apical cuff was unremarkable with no visible gap. Review of manufacturing documentation (which includes measurements, functional testing, and visual inspection of the cuff lock for damage) found no deviations in manufacturing or quality assurance specifications. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump, (B)(6) , confirmed damage to the latch arm of the cuff lock. Although a specific cause for the initial difficulty engaging the pump to the apical cuff could not be conclusively determined, the damage to the latch arm would have contributed to the reported engagement issue during later attempts. (B)(6) was returned assembled with the pump cable intact. The modular cable was also returned. The outflow graft and outflow graft bend relief were not returned. The apical cuff was returned, and the cuff lock was fully engaged. Visual inspection of the cuff lock in the returned condition found that the latch arm was bent upward. In this position, the latch arm would have collided with the cover plate while attempting to slide the lock closed, however, the latch arm was angled so that the arm was able to slide under the cover plate. The cuff lock was able to be fully engaged with moderate force. The body of the pump, adjacent to the cuff lock, showed impressions and scraping that appeared to be due to the use of a tool while disengaging the lock. The successful first connection of the pump, marks on the pump body, and deformation of the latch arm are consistent with the latch arm being pried up and deformed during the time the pump was detached from the apical cuff. The cuff lock locking arms appeared free of damage. Laying the cuff lock over a 1:1 scale drawing confirmed that only the latch arm was deformed. Review of manufacturing documentation (which includes measurements, functional testing, and visual inspection of the cuff lock for damage) found no deviations in manufacturing or quality assurance specifications. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.